Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. A venogram was performed, which indicated an superior vena cava (svc) occlusion. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).